Manufacturer narrative:
Product event summary: it was confirmed that the stylus and cursor did not align on the display screen. Overlay/bezel assembly found out of electrical specification.

Event description:
It was reported that the programmer stylus pen was replaced and calibrated, but was still unable to maneuver the entire screen. The programmer has been returned to service. There was no patient involvement.